Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation. This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, brown particles, no openings found. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.